Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, and additional information received from the customer. The lamp was replaced by the user facility, and the device will not be returned to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred either due to accidental failure or the lamp exceeded its expected life.

Event description:
Additional information was provided by the customer 04may2021: the otv-si had a lamp error ("lamp error: a") and the issue was first noticed at the beginning of a hysteroscopy dilation and curettage (d & c). No other devices were involved in the event, and there was no delay in the procedure. The same device was used to complete the procedure and no other devices were replaced during the procedure.

Manufacturer narrative:
The customer called the olympus technical assistance center. The olympus representative explained the error meant the lamp did not light and advised on exchanging the lamp. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported a video system was displaying a "lamp error." No patient harm or impact to patient care was reported for this event. No other information was provided.